Manufacturer narrative:
Additional information was received that the reported fault did not result in an inability to switch to either ventilation mode. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Failure of the microswitch to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. This reported event was not reportable. Additional information was received that the reported fault did not result in an inability to switch to either ventilation mode. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Failure of the microswitch to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate. This reported event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient involvement.